Event description:
It was reported that the patient developed an infection. The entire implantable cardioverter defibrillator (ICD) system including the right atrial (ra) lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).